Manufacturer narrative:
B3: day of event is unknown. H3: one device was received for analysis in used condition. Functional testing was performed, and the reported issue was not duplicated. Upon further investigation, the latch lock mechanism was found to be damaged. Visual inspection found the downstream occlusion (dso) seal was torn and the upstream occlusion (uso) seal was delaminated. The latch lock mechanism, latch lock sensor, dso seal and uso seal were all replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch lock sensor failed. The event occurred during testing. There was no patient involvement.